Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the patient end connector on the expiratory limb of three rt265 infant dual-heated evaqua2 breathing circuits cracked after approximately seven days of use. No patient consequence was reported.

Manufacturer narrative:
The complaint device has been received at fisher & paykel healthcare in (B)(4). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: three rt265 infant dual-heated evaqua2 breathing circuit patient end connectors were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that the three patient end connectors on the expiratory limb were cracked. A lot check could not be performed as no lot information was provided. Conclusion: we were unable to determine what has caused the connectors to crack. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for one to two weeks prior to the observed cracking. This suggests that the complaint circuit was within specification prior to being released for distribution. The user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the patient end connector on the expiratory limb of three rt265 infant dual-heated evaqua2 breathing circuits cracked after approximately seven days of use. No patient consequence was reported.